Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a missing sensor wire. Patient reported difficulty with deployment. Patient did not feel anything during insertion. No medical intervention was required.